Event description:
The lead was returned to the manufacturer after being explanted and replaced due to an upgrade. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead developed a cosmetic depression while in vivo and was observed to have blood ingression. Visual analysis found outer insulation breached in-vivo/depression. Concomitant product: 407645, lead, implanted: (B)(6) 2011. (B)(4).